Manufacturer narrative:
(B)(4).the device will not be returned, so no evaluation will be performed and the complaint could not be confirmed. The root cause is undetermined.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with unreadable display. This condition had the potential to interrupt delivery. This condition was found in the simulation lab. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.